Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported that nursing staff advised that nicu room 84 bedside monitor did not alarm audibly intermittently on (B)(6) 2017. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. There was no intervention required for the patient.